Event description:
It was reported foreign material was found on the device. A left atrial appendage (laa) closure procedure was being performed. During preparation of the 27mm watchman flx laa closure device and delivery system (wds), a small hair was identified wrapped around the core wire inside the wds. It was noted that the preparation of the patients groins caused a large quantity of loose hairs on and around the patient. However the source of the hair on the wds is unknown. A new 27mm watchman flx laa closure device was used to successfully complete the procedure.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a watchman flx delivery system with the implant in the sheath and blood on the stopcock. Inspection revealed that there were numerous kinks throughout the sheath. The tip was damaged as there were light abrasions inside the sheath, and the tri-cuts were slightly flared indicating a partial deployment of the implant. The implant was deployed as part of the analysis with no issue or resistance. Microscopic inspection of the sheath and core wire found a bead of saline with a hair on the core wire. There was no other damage or defects found. Product analysis confirmed the reported event, as there was foreign matter identified on the core wire.

Event description:
It was reported foreign material was found on the device. A left atrial appendage (laa) closure procedure was being performed. During preparation of the 27mm watchman flx laa closure device and delivery system (wds), a small hair was identified wrapped around the core wire inside the wds. It was noted that the preparation of the patients groins caused a large quantity of loose hairs on and around the patient. However the source of the hair on the wds is unknown. A new 27mm watchman flx laa closure device was used to successfully complete the procedure.